Event description:
It was reported that only half the screen was displayed on the pump, affecting the customers' ability to interact with the pump. There was no information provided about the impact on blood glucose levels. The customer reverted to an alternate method insulin therapy.